Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display due to heavy corrosion and mold all along the bottom of pcba1. Unable to perform the displacement and self tests due to the blank display. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Also the middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicates the insulin pump had a crack. The customer did not realize it and went to the bath tub. It was reported the pump was dropped from the waist to the floor. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.